Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 450 mg/dl at the time of the call. Customer did contact their healthcare professional. Troubleshooting was performed. The insulin pump alarmed insulin flow blocked. During troubleshoot, insulin did not exit. The product was not returned for analysis.